Manufacturer narrative:
(B)(4). Batch# n54743. The analysis results found that the (B)(4) device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 9/28/2016. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the registrar¿s experience with the firing the device? When the registrar had issues firing the device did he/she release the firing handle or did he/she maintain compression while the surgeon came down to assist? Was the leak identified in the circular staple line or the transection line created by the ntlc? Which device does the surgeon feel did not meet his expectations? Is the stoma permanent or temporary? What is the current patient status?

Event description:
It was reported that during a high anterior resection procedure, on firing, the device required excessive force to fire; surgeon had to assist the registrar. On inspection, donuts were intact, however an air leak was discovered on the staple line, a small hole at 3 o'clock from the earlier stapler line (fired by a linear cutter). According to surgeon, tissue was not thick. Patient has defunctioning stoma. Another like device was used to complete the procedure.